Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading 100 mg/dl and the bg meter was reading 39 mg/dl. The patient was experiencing lethargy. Due to the patient¿s low bg level, the patient¿s wife took him to the emergency room (ER). At the ER, the patient was treated with an unspecified IV. After treatment, the patient¿s bg meter reading was 340 mg/dl (no cgm value provided at this time). The patient was discharged later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.